Event description:
It was reported that episodes of non-sustained ventricular oversensing were noted. Two vf episodes were noted but as there were no stored egms for these episodes it is not possible to determine whether the patient received inappropriate therapy. Increase in pacing lead impedance was also noted. Lead noise was reproducible with pocket manipulation. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 15.5-16.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. A fracture of the inner coil was noted at 16.0cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of noise and high pacing lead impedance.